Event description:
It is reported that the nail broke at nail/lag screw interface and was revised after 6 months. Partial union noted.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. The root cause for the malfunction cannot be identified. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).